Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had her implant removed and replaced because it had slid to the other side of her body. The patient explained that her doctor had put her on so much medication that she had lost a lot of weight which had caused the implant to shift. No patient symptoms reported.